Event description:
Customer reported his insulin pump is having battery issues. She replaced the battery, but the new battery will not connect. The device turns on, but then it turns off and re initializes. There are multiple cracks on the device, one in the top left corner of the screen to the battery compartment and one in the top right corner of the screen to the battery compartment. There is a piece of the battery compartment where the batter cap screws in that is also broken off. The cracks are deep. They are about six months old. Customer thinks the insulin pump is not giving her the correct amount of insulin because her blood glucose was high earlier today. She needed a manual injection to bring it down. Her blood glucose was 214 mg/dl. Customer's last blood glucose was 170 mg/dl. Customer stated the damage occurred from an auto accident where she was a passenger. It was not diabetes related. Customer was advised the device needs to be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).